Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 1.7 mmol/l and 19.4 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) and test strip lot # 0978116 were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Event description:
A facility reported a pt experienced glare and halos following bilateral intraocular lens (iol) implant surgery. The iol for the right eye has been explanted and replaced with a different model iol; the iol for the left eye remains implanted at this time. Additional info has been requested. There are two medical device reports being filed for this event; this report is for the left eye.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.